Event description:
This case was initially received via regulatory authority (FDA division director, reference number: mw5034211) on 04-mar-2014. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left side pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. Concurrent conditions included nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("bad migraines/ serious migraine") with headache. In (B)(6) 2015, the patient experienced coital bleeding ("bleeding 1-4 days after intercourse / bleeding after sex") and dyspareunia ("pain during sex"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("severe fatigue / severe chronic fatigue, ") with pain, myalgia and feeling abnormal, abdominal pain ("severe abdominal cramping especially on the left side") with abdominal distension, abdominal pain lower and back pain, alopecia ("hair loss/ hair loss by the handful"), arthralgia ("joint pain"), menstrual disorder ("menstrual cycles started messing up") with nausea and menstruation delayed, inflammation ("inflammation from the nickel"), rash pruritic ("burning,itchy rash on stomach"), abdominal pain upper ("stomach pain"), post procedural haemorrhage ("day of bleeding afterwards"), adnexa uteri pain ("stabbing pain around ovaries"), loss of libido ("loss of sex drive"), insomnia ("insomnia"), menstruation delayed ("messed up periods"), mood swings ("severe mood swings"), allergy to metals ("nickel allergies"), arthritis ("arthritis "), osteoarthritis spinal ("degenerative changes , my spine changed"), spondylosis ("thoracolumbar spondylosis"), intervertebral disc protrusion ("several bulging and raptured discs"), nerve compression ("pinched nerve"), exostosis ("multiple bone spur "), scoliosis ("I have scoliosis curvature") and bladder prolapse ("bladder prolapse") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, only ovaries kept). Essure was removed. At the time of the report, the pelvic pain, coital bleeding, fatigue, abdominal pain, alopecia, migraine, arthralgia, menstrual disorder, dyspareunia, inflammation, rash pruritic, weight increased, abdominal pain upper, post procedural haemorrhage, adnexa uteri pain, loss of libido, insomnia, menstruation delayed, mood swings, allergy to metals, arthritis, osteoarthritis spinal, spondylosis, intervertebral disc protrusion, nerve compression, exostosis, scoliosis and bladder prolapse outcome was unknown. The reporter provided no causality assessment for abdominal pain, alopecia and fatigue with essure. The reporter considered abdominal pain upper, adnexa uteri pain, allergy to metals, arthralgia, arthritis, bladder prolapse, coital bleeding, dyspareunia, exostosis, inflammation, insomnia, intervertebral disc protrusion, loss of libido, menstrual disorder, menstruation delayed, migraine, mood swings, nerve compression, osteoarthritis spinal, pelvic pain, post procedural haemorrhage, rash pruritic, scoliosis, weight increased and spondylosis to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(6). She had all signs of fibromyalgia. She had to go under conformation test 2 times as after 1st time she was still leaking. Further company follow-up with the consumer, regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new event "bladder prolapse" added, event "left side pain" marked as serious incident due to hysterectomy, action taken with drug updated, new reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.